Event description:
It was reported that the customer experienced high blood glucose and was treated with manual daily injections. It was stated that the customer could not confirm the position of the drive support cap due to the fact that the hospital put tape over the driver cap. Advised to change the infusion set and reservoir as well to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.